Event description:
It was reported that the pump¿s sleep/wake button intermittently did not respond to user taps, though the user reported vibration feedback when touching or holding the button, suggesting the button was registering input at times; the user was instructed on precise tap technique and asked to capture a video if the issue recurs. Symptoms included no adverse clinical effects. Outcomes included no change in therapy, no emergency treatment, and no hospitalization. Investigation included guided troubleshooting and user education performed by support. Investigation of this case revealed intermittent responsiveness consistent with user interface sensitivity or interaction technique, with the device otherwise providing haptic feedback and appearing functional during the call. It was concluded, based on previously established findings for similar reports, that the cause was unable to be conclusively determined but was most consistent with use-related interaction with the sleep/wake control.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.